Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Unit had cracked battery tube threads. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had crack along threads of the battery portion. Customer's blood glucose level was unknown. Customer reported that insulin pump had an unexplained no delivery alarm. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.